Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2010. There were no complications during the procedure. According to the complainant, the patient experienced abdominal pain, urinary leakage and dyspareunia post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Updated with physician information.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6) 2010. There were no complications during the procedure. According to the complainant, the patient experienced abdominal pain, urinary leakage and dyspareunia post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.